Event description:
Note: this report pertains to the one of four devices that reportedly malfunctioned during the same procedure. Refer to associated manufacturer report# 6000048-2006-00230, 6000048-2006-00231 and 6000048-2006-00229 for a description of the other event. It was reported to boston scientific corporation in 2006 that a resolution clip device was used during an esophagogastroduodenoscopy procedure (patient gender, age and weight are unknown). According to the complainant, they used the fifth clip and yet again sheath would not retract. The sales representative had reported that only four clips were involved. The procedure was completed with a different device (manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine". Additional information stated that the facility was well educated on the use of, and familiar with the resolution hemoclip device. It was unknown if the scope was in a retroflexed position at the time of attempted deployment. It was also unknown if the patient anatomy was particularly tortuous.

Manufacturer narrative:
No consequences or impact to patient. Advance, failure to. Product was inspected when received. One device was returned for evaluation. Upon investigation it was noticed that the sheath grip was detached from the over sheath. The clip assembly was not deployed and located inside the over sheath approximately 3.5" from the distal end. A kink was also noticed in the coil. When the clip assembly was completely exposed form the over sheath the clips were able to be opened and closed. The clip assembly was able to be deployed properly. Since this return was available, a measurement was taken to determine what the distance was from the proximal end of the bushing to the leading edge of the busing clip. The measurement was 0.0153" which was within the expected tolerance. As evident by the kink in the coil and the sheath grip being detached from the over sheath, the end-user may have exceeded the design limits of the device during use based on the direction for use (dfu) " precaution(s) prior to use" statements. " in a difficult scope position, it may be necessary to straighten the endoscope to facilitate the device passage, then reposition scope for treatment. If the catheter or over-sheath kinks or becomes damaged during device insertion or passage, do not use it. " in a difficult scope position, it may be necessary to straighten the endoscope to expose the clip from the over-sheath, then reposition scope for treatment. If the catheter or over-sheath kinks or becomes damaged during device insertion or passage, do not use it. The cause of the reported malfunction is undetermined.